Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product." Healthcare professional later reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product." Healthcare professional later reported "capsular contracture baker grade iii/IV" device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported right side "exchange from textured to smooth due to concern with the product." Healthcare professional later reported "capsular contracture baker grade unknown." Device has been explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device additional observations: ¿ white particles on the surface of the shell. ¿ deformation observed. ¿ crease fold observed. No further actions are required as the device was implanted. Additional, corrected and/or changed data: d.9, h.3, h.6.